Event description:
It was reported that the patient presented to the hospital after hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation a code displayed indicating possible battery depletion. The battery was at 95 percent remaining during the interrogation. The patient noted they had been next to large speakers during a concert. Boston scientific technical services (ts) was consulted and engineering reviewed the data stored within the device. Upon review it was found the battery depletion error was due to exposure to magnets. Ts noted the code could be cleared. Ts further observed that this same magnet exposure occurred twice before within a weeks time. It was suggested to evaluate the patient's environment for magnetic exposure and educate the patient on the risks of magnetic exposure. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended.